Event description:
An aneurx stent graft sys was inserted into a pt for the endovascular treatment of an aortic dissection, which started at the mid level of the aorta and continued down to the left common iliac. It was reported that the physician had difficulties advancing the stent graft to the intended lesion. The device was delivered up the left side, the physician felt strong tension while deploying the stent graft. The proximal aorta was 16-17 mm in diameter and the stent graft was a 20mm bifurcated stent graft. The physician started the deployment of the stent graft at the gate, however, the physician relaxed the hold on the stent graft, prior to complete deployment of the stent graft and the stent graft repositioned above the renal arteries. The contralateral limb was jailed, the physician tried to get the gate from below unsuccessfully. The physician then proceeded with a brachial approach, snaring the wire from the right side. The wire was through and through with access at that point. At that time, the pt was not producing much urine and it was noted that the graft was 5-7 mm above the renal arteries. The decision was made then to try and stent the renal arteries; the physician changed his mind and did not do it. A reliant balloon was inserted and used. Pulling the stent graft down, but then the graft was still above renal arteries. The contralateral limb was deployed on the right and while going up and over to move the device down, the contralateral limb deployed. Upon withdrawal of the stent graft delivery sys, approx 4-6cm of the iliac artery was removed with the device. The physician elected to insert a reliant balloon up the right and the left, which successfully stabilized the pt. The physician implanted an iliac limb on the left side. The physician was unable to stent the renal arteries with the brachial approach; unable to access the renal arteries. The physician elected to convert the pt to an open repair removing the bifurcated stent graft and one limb. But left one iliac limb in place; the limb was excluded. No add'l sequelae were reported.

Manufacturer narrative:
.